Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the video splitter of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while loading patient exams on the system both monitors went black with a no signal message. The site rebooted the system multiple times with no change. No patient present.